Event description:
It was initially reported that this clamp was an out of box failure. Additional info was obtained from the sales rep that the new mayfield skull clamp was more loose than usual according to the customer. It had too much "play" between the two halves of the skull clamp. It was so loose that the physician had to place a wedge between the two halves during the procedure to keep it from shifting. There was pt contact but there was no pt injury as a result. There was no delay in surgery. It was reported that the surgical case "went fine". No further info could be provided by the sales rep. Additional clinical info has been requested from the customer.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.